Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pertrochanteric fracture of the right femur on (B)(6) 2024. Patient experienced lameness and discomfort. Examination showed an anterior hip elevation. Radiographs found material in place with definitive consolidation but resulting from nail and screw. After discussion with the patient of the different options it was agreed to perform an excision of the right hip material. Attempted to remove the equipment (B)(6) 2025, ended in a failure: impossible to unlock the system. No possibility to do so from now on, according to the surgeon, because the system is distorted.

Event description:
Additional information received on 22 jan 2026. Operational report of tis-bar chr: indication: discomfort of equipment nail pfna labo synthes depuy right hip placed in austria. Removal indication. Intervention: patient under general anesthesia in supine position, reincision of cervical screw: one falls on the end of the screw. Using the nail extraction tool, attempt to screw the end piece but screw cut. Attempt to extract using facom pliers: remove 1 cm of screw and then lock in nail. Sus trochanterian opening to try to mobilize the nail but nothing changes. After one hour of surgery: decision to abandon the procedure because no solution despite the good equipment. The cervical screw is recessed by means of a graft flush. Abundant washing. Close plane by plane. Patient informed when she woke up of the procedure failure. Additional information received states that the patient did not regain walking without canes two months after the last operation ((B)(6) 2025). Patient has a sharp pain that persists inside the groin. The surgeon made two hypotheses: a strong reaction of the tissues due to the operation or the fact that the oblique piece is pushed too far inwards. In a month, he will be able to better clarify the diagnosis and possibly consider, if the pain has not yielded, a new operation by a specialist.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, h6 health effect clinical code. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 (concomitant) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: photo investigation the product was not returned to depuy synthes, however photos were provided for review. Visual analysis of the photo revealed that the tfna helical blade perf l100 tan appears to be migrated laterally form its original position. Therefore, it is reasonable to conclude that the locking system did not work as expected, supporting the customer¿s allegation. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the tfna helical blade perf l100 tan would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 04.038m400sp. Lot number: 23825p6. Part manufacture date: 19-jun-2024. Manufacturing location: elmira. Part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated helical blade 100mm - sterile product was processed through the normal manufacturing and inspection operations with no nonconformities noted. This lot was shipped to monument for final packaging. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Part number: 04.038m400sp. Lot number: 23825p7. Part manufacture date: 19-jun-2024. Manufacturing location: elmira. Part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 100mm - sterile product was processed through the normal manufacturing and inspection operations with no nonconformities noted. This lot was shipped to monument for final packaging. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Part number: 04.038m400s. Lot number: 25169p8. Part manufacture date: 03-jul-2024. Manufacturing location: monument. Part expiration date: 01-jun-2034. Device history review: these lots met all dimensional, visual, and packaging criteria at the time of release from elmira/monument with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: h6 (medical device problem code) corrected: h6 (health effect - impact code) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.